Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy. According to the reporter: the stapling gun was used on the pt's bronchus with a green roticulating cartridge. When it was fired, the gun jammed and would not open and had to be forced off. The instrument was locked onto the tissue. The staples deployed, but the black release levers would not pull the knife blade back. They had to manually pry the stapler open and off the tissue. The bronchus was then over sewn with 4.0 prolene for precaution. The device is being retained and not released to us for investigation. The surgical procedure was extended by more than 30 minutes due to this problem. There was no blood loss of 250 cc or more due to this problem nor was any tissue damage or tissue loss reported.